Event description:
It was reported that the patient passed away due to an intracranial hemorrhage on (B)(6) 2022. The customer stated that the outcome was device and/or therapy related. Additional information revealed the cause of the intracranial hemorrhage (ich) was lymphocytic and eosinophilic small vessel vasculitis from drug-induced antiphospholipid syndrome (apls) secondary to hydralazine (apresoline). Prior to death, the patient had further new acute to subacute infarcts, new hemorrhagic transformation of prior infarcts, and mildly increased herniation of brain parenchyma through right craniectomy. In addition, the patient also developed anuric renal failure followed by brisk urinary output (uop) likely in setting of post-acute tubular necrosis (atn). Given the extremely poor prognosis, goal of care (goc) discussions were ongoing with the family which led to the decision of do not resuscitate (dnr) and no further escalation of care including not to proceed with dialysis. Prior to death, the patient exhibited stroke symptoms, changes in mental status, and hemodynamic instability.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported hemorrhagic stroke, renal dysfunction, patient condition, and death could not be conclusively determined. In addition, a direct correlation between the device and the reported events could not be conclusively established. The event was not device related. The device operated as expected and will not be returned for evaluation. The current heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), rev. C, lists stroke, renal dysfunction, and death as adverse events that may be associated with the use of the hm3 lvas. In addition, the IFU outlines the recommended anticoagulation regimen and the suggested anticoagulation modifications in the event there is a risk of bleeding. The relevant sections of the device history records for (B)(4) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 29aug2019. No further information was provided. The manufacturer is closing the file on this event.